Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only a connector portion of the lead was returned in one piece measuring 7.9cm. Visual analysis found full breach outer insulation degradation noted at 4.5cm from the connector pin, exposing the coil adjacent to the connector boot. Electrical testing did not find discontinuities, but found internal shorts between conductors due to the twisted coils consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.